Manufacturer narrative:
Disregard file because it has been determined to be not reportable.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that after drawing blood from patient port and flushing with normal saline and heparin, the syringe spun off the cap.